Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed the pump would not turn on even with a new battery cap. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2011. Investigation could not be completed because the pump cannot currently be located. Once the pump is available, investigation will be completed and a supplemental report will be filed.